Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The device was not returned , therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for ¿feelings of being overfull¿ coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The cause of the overfull feeling was due to an unspecified amount of air in the peritoneal cavity. The patient was treated with rapid dialysis to try and remove some of the air. The cause of the air in the peritoneum is unknown; however the pd nurse reported the patient wasn¿t fully priming her lines. On an unreported date the patient was retrained on proper technique and therapy steps. At the time of this report the patient was recovered from the event. No additional information is available.